Event description:
The patient called lifescan and alleged the surestep enhanced meter powered off during use. The patient did not have symptoms of high or low blood glucose, was taken to the hosp, and the reading on an unknown meter was 88 mg/dl. The patient ate food and/or drank beverage. The customer care rep performed troubleshooting and verified the meter turned off before the time was up. The meter had been replaced <1 year ago. The patient neither alleged harm nor experienced injury. There is indication however that the meter malfunctioned.